Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Event description:
On 12/03/2025, a facility representative reported via (B)(4) that an ar-6068-25tl 25-degree tight left-curved quickpass lasso was being used to pass through the labrum. After passing through, there was scraping. The device was taken out and inspected. When it went back in, it snapped. Part of the item was removed, but the tip remained inside the patient's capsule. The broken piece took over two hours to retrieve from the patient, who seems to be normal as of now.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.